Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected history pointers failed and history pointers are corrupted error alarm noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a few days ago the insulin pump¿s display was cloudy. They also reported that they received a post reset ram alarm and another pump error alarm. The customer¿s blood glucose level was 9 mmol/l. They changed the battery but the alarm reoccurred. They performed a rest on the device but it had alarmed 5 times. The device will be returned for analysis.